Manufacturer narrative:
A qualified philips service engineer reviewed the reported problem with the customer and the issue was confirmed. A replacement transducer was sent to the customer to resolve their immediate concern. An investigation was performed that included a visual analysis of the transducer and a review of repair and inspection data, which determined that the damages to the scan head resulted from accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
A customer reported their c10-3v transducer¿s scan head was damaged, resulting in exposed metal. The transducer was associated with the epiq 5 ultrasound system at the customer¿s site. There was no patient or user harm associated with this event. A philips service engineer initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.